Event description:
It was reported to medtronic minimed that the customer passed away. Cause and date of death was unknown. Troubleshooting was performed for gathering the information, no further information available due to data protection. It was not known if the patient was wearing the pump at the time of passing. The event involved product(s) mmt-1712kl. Mmt-1712kl returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay and a dented retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. The pump history file lists data on(B)(6) 2022 to (B)(6) 2022. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date (B)(6) 2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date (B)(6) 2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.